Event description:
Possible fracture and low impedance. Rv lead integrity alert transmitted to (B)(6) on "june 10," pt called by (B)(6) ep team and sent to local ed, mdt rep turned ICD off and pt transported to mgh on sunday june 11th for lead revision "june 13th." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).